Manufacturer narrative:
(B)(4). Concomitant medical products: vngd cr tib brg 14x63/67, 183424, ln unknown. Multiple MDR reports were filed for this event. Please see report: 0001825034-2018-07182. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient underwent a knee manipulation approximately three months post implantation to increase range of motion within the joint. Patient has been non-compliant with physical therapy appointments status post manipulation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be perfromed as the lot number of the device involved in the event is unknown. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.